Event description:
A (B)(6) old female pt's nurse (B)(6) called zoll customer support to report that the pt's monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor will not power up) has been confirmed. As received, the monitor would not power on. Upon service investigation, there was a segmentation fault while performing a flash memory test. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer / analog board. The root cause of the flash memory failure cannot be positively identified. No adverse event resulted from the defective components. The pt received a replacement monitor.